Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The alleged defective sample is not available for evaluation by the site. Without the defective wrap for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The severity of harm was assessed as s3.

Event description:
Event verbatim [preferred term] glue does stick but heat cells come off [device leakage]. Case narrative:this is a spontaneous report from a contactable pharmacist regarding thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number n16259, expiration date mar2019. The pharmacist reported that the glue does stick but the heat cells come off. Per the product quality group: the root cause category is non assignable (complaint not confirmed). The alleged defective sample is not available for evaluation by the site. Without the defective wrap for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The severity of harm was assessed as s3. The action taken with thermacare heatwrap and the outcome of the event was not reported. Additional information has been requested and will be provided as it becomes available. Amendment: this follow-up report is being submitted to amend previously reported information: to amend the narrative (no patient was reported). Follow-up (11dec2019): new information received from product quality group includes: severity of harm., comment: based on the available information, the report of device leakage (heat cells come off) was not associated with adverse event such as burn. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No further investigations or actions is suggested at this time.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The alleged defective sample is not available for evaluation by the site. Without the defective wrap for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The action taken with thermacare heatwrap and the outcome of the event was not reported.

Event description:
Event verbatim [preferred term] glue does stick but heat cells come off [device leakage] , . Case narrative: this is a spontaneous report from a contactable pharmacist. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number n16259, expiration date mar2019, via an unspecified area of administration, from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. The pharmacist reported that the glue does stick but heat cells come off. Per the product quality group: the root cause category is non assignable (complaint not confirmed). The alleged defective sample is not available for evaluation by the site. Without the defective wrap for evaluation, the complaint cannot be confirmed. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The action taken with thermacare heatwrap and the outcome of the event was not reported. No follow-up attempts are needed/possible. No further information is expected. Company clinical evaluation comment: based on the available information, the patient reported glue does stick but heat cells come off. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time., comment: based on the available information, the patient reported glue does stick but heat cells come off. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time.